Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are 8 units in stock in b. Braun surgical's warehouse. We have received three closed samples and one open but unused sample with the needle detached to the thread (thread is still wound on the pack). To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the three closed samples received are 1.77 kgf in average and 1.36 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.35 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirement regarding needle attachment strength. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client reported that when the nurse opened the package prior to the operation, the needle and suture were already detached. A new product was opened instead, and the operation was completed. Before use.